Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Since the lot number and device will not be returned , identifying a definitive root cause will not be possible. Should additional information be received which indicated that the device may have caused or contributed to the event, an additional report would be submitted.

Event description:
Doctor reported that 2 screws fractured and were removed. Screws placed on (B)(6) 2022 no item information was available.

Event description:
No further event information is available at the time of this report.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Two unknown biomet screws were returned for investigation. Visual inspection via naked eye and camera magnification identified both screws were fractured at the threads. Signs of use and wear were also observed. Functional testing to recreate the reported event could not be performed due to the nature of the device and event. Device history record (DHR) review could not be performed since the subject lot number was not provided. Zimvie quality management system (qms) has controls in place to ensure the distribution of conforming product. A complaint history review could not be performed since the item and lot numbers were not available. Based on the available information, device malfunction did occur and the reported event was confirmed.

Manufacturer narrative:
Zimmer biomet complaint number (B)(4). Two unknown biomet screws were returned for investigation. Visual inspection via naked eye and camera magnification identified both screws were fractured at the threads. Signs of use and wear were also observed. Screws were identified as iuniht. Device history record (DHR) review could not be performed since the subject lot number was not provided. Zimvie quality management system (qms) has controls in place to ensure the distribution of conforming product. A complaint history review by item number (iuniht) dating back 12 months from notification date, for similar events and revealed that there are no existing non-conformance's/CAPA/hhe/d/ie/product holds for the reported product. Based on the available information, device malfunction did occur and the reported event was confirmed.

Event description:
No further event information is available at the time of this report.